Event description:
It was reported that this patient with a sling device experienced recurring incontinence. In an office visit the physician performed a cystoscopy procedure and identified an infection and urethral erosion at the bladder neck. It was reported that the device migrated from the bulbar urethral area to closer to the bladder neck. The physician suspected that the device caused or contributed to the erosion. A surgical procedure was being planned to remove the sling device from the corpus spongiosum tissue in july. No additional information was provided.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.